Event description:
It was reported that during a routine pulse generator replacement procedure, a loss of output was observed after suspected electrocautery interaction. The device was successfully replaced. The patient was asymptomatic during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.